Manufacturer narrative:
(B)(4). Returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. There is a pinhole in the balloon at the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-dec-2017. It was reported that balloon leak occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm apex¿ balloon catheter was advanced for dilatation. The balloon was inflated twice at 6 atmospheres, the first inflation was for 15 seconds and the second was for 39 seconds. However, the balloon would not stay inflated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a balloon pinhole.